Manufacturer narrative:
¿Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ one photograph was received from the account, capturing what appears to be the resolute onyx 3.5x34mm stent. Stent deformation is evident to a mid-stent wrap, with struts raised. The stent deformation can be confirmed as reported by the account.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a mildly calcified and severely tortuous proximal lad lesion exhibiting 60% stenosis. No damage was noted to the device packaging and no issues removing the device from the hoop / tray. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated using a nc balloon. During the procedure the device did not pass through a previously implanted stent. Resistance was encountered during advancing the device but no excessive force was used. The device failed to cross the target lesion and the stent was removed and noted to be deformed. The physician used another resolute onyx to compete the procedure. No patient injury reported.

Manufacturer narrative:
The device was returned for analysis. Kinks evident on hypotube and distal shaft of the device. The stent was positioned on the balloon between the marker bands as per sp ecifications. Deformation visible the 26th distal stent wrap with raised struts. Crimp impressions visible on exposed balloon surface. Deformation was visible to the distal tip. One photograph was received from the account. Stent deformation is evident to a mid-stent wrap, with struts raised. The stent deformation can be confirmed as reported by the account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.